Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, spkbc475, 4.75 mm argo knotless genesys sp anchor, was being used during a subscapularis repair procedure on (B)(6) 2024 when it was reported, "after insertion into a cannula, the sp argo had a suture wrapped around the anchor right above the metal tip. The surgeon couldn't undo the wrapping while in the joint, so he had to pull the anchor outside the body. The anchor was not tapped in. When he pulled the anchor out of the cannula, the metal tip came off. He pulled on the retention suture to get the metal tip out of the body. During that process the anchor body fell off the insertion driver. We then used another spkbc475 to complete the repair". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the metal tip is the only component that was broken. The fragmentation fell into the patient and was retrieved. The procedure was completed with an alternate device with a 5-minute delay. The patient was sent home the same day. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(6), 4.75 mm argo knotless genesys sp anchor, was being used during a subscapularis repair procedure on (B)(6) 2024 when it was reported, ¿after insertion into a cannula, the sp argo had a suture wrapped around the anchor right above the metal tip. The surgeon couldn¿t undo the wrapping while in the joint, so he had to pull the anchor outside the body. The anchor was not tapped in. When he pulled the anchor out of the cannula, the metal tip came off. He pulled on the retention suture to get the metal tip out of the body. During that process the anchor body fell off the insertion driver. We then used another (B)(6) to complete the repair.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the metal tip is the only component that was broken. The fragmentation fell into the patient and was retrieved. The procedure was completed with an alternate device with a 5-minute delay. The patient was sent home the same day. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect all instruments for damage prior to and after each use. Ensure the anchor tip is properly seated on the driver tip prior to and during implantation. We will continue to monitor for trends through the complaint system to assure patient safety.